Manufacturer narrative:
(B)(4): the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2015 with red heart, pump stop and low speed alarms. The patient was reported to be symptomatic, but the symptoms were not specified. The patient was reported to be non-compliant and tested positive for (B)(6). A cable continuity test performed by the vad coordinator indicated that motor phase 1 was intact, phase 2 had an intermittent connection when manipulating the driveline in an area that was suspicious on the x-ray, and phase 3 was not intact. The patient was started on heparin and the inr was greater than 5. The risks of restarting a pump that has been off for an extended period of time were explained to the patient, but he wished to proceed with a driveline repair attempt. There was damage to the silicone jacket in multiple areas along the driveline, including an area within 3 inches of the exit site. It was explained to the patient that an area that close to the exit site could not be repaired. It was also explained that it could not be determined with certainty that a repair would be successful. The vad coordinator attempted to restart the pump by disassembling an existing driveline repair site and re-crimping the wires, which was unsuccessful, reportedly because the damage to the rest of the driveline was too extensive. It was estimated that the patient's pump had been off for approximately 12+ hours. A decision was made to perform an emergent pump exchange which took place the evening of (B)(6) 2015. On (B)(6) 2015 the patient was reported to be doing well.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of red heart alarms and a suspected percutaneous lead (lead) issue was confirmed based on the evaluation of the returned lvad pump. The pump returned with the lead cut approximately 10¿ from the pump housing and the severed portion of the lead returned in two pieces, a 33¿ distal-end portion and an 18¿ portion of lead. Electrical continuity testing of the 18¿ portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed that the red and orange wires were completely fractured what would be approximately 11.5¿ and 12¿ from the pump housing, respectively. Further examination of the lead in this area, revealed a disruption in the insulation of the black wire at what would be 11¿ from the pump housing. The conductors of these wires were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The fracture and disruption of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The black wire represents one of the two wires of phase 2, and the red and orange wires represent the two wires of phase 3. The fracture and disruption of the wires would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.